Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported unilateral right-side deflation plus a capsular contraction baker grade iii/IV implant exchange. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as surgical damage and observed an opening assessed as fold flaw opening capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: crease fold observed on the device. Wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
Capsular contracture, baker grade iii.